Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour xt meter was tested with the in-house contour next test strips from lot # 0fpeg10a and in-house contour next control solution, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
An in-house testing was performed with the in-house contour xt meter and in-house contour next test strips from lot#: 0fpeg10a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.the model # was not provided.

Event description:
The customer from greece called to report that he obtained blood glucose readings of 436 mg/dl and 93 mg/dl on the contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.